Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving mo rphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI. The patient had an MRI in may and the pump was interrogated, but there was no motor stall recovery noted at that time. The logs showed a tube set message on 2017-may-10 and the pump had not been audibly alarming that the representative knew of. A motor stall recovery was noted in the logs with the date of the report (2017-jul-18). It had not been less than 2 hours since the patient exited the MRI field. There were no symptoms reported. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.